Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed no water inside the syringe. Observed plastic debris from the plunger to be stuck or trapped in between the gasket and inner wall of the barrel. It caused a void or channel and water leak out post manufacturing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex patients with known allergy to silver coated catheter."

Event description:
It was reported that there was only 2ml of water in the syringe upon opening the package.